Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they heard a loud noise and observed a flash of white light coming from the cell-dyn 1800 analyzer. The analyzer was powered-off and service was dispatched replacing the power supply to the cell-dyn analyzer to resolve the issue. There was no report of injury or damage to the surrounding environment.